Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from gfe was received. Boston scientific received information that this right ventricular (rv) lead exhibited undersensing, low amplitude and high pacing threshold measurements. The rv lead was abandoned surgically and a new lead was place. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing, low amplitude and high pacing threshold measurements. The rv lead was abandoned surgically and a new lead was place. No additional adverse patient effects were reported.